Event description:
Customer complaint - limited data available. Customer stated that their device was providing inaccurate readings.

Event description:
Customer complaint - limited data available. "But today is the first-time to open the kit to use it but it was not accrued, it was very high and in the emergency was lower. In your kit was 574 but in the emergency was 391 (big difference). Want to let you know that the number in the beginning on the screen a01 not a02, so I think there is something wrong. I want to return this machine to refund me or send me another one please."